Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: only 2 clips was delivered by the clips applier. Waste of time as a result of the event. The user resolved the situation by using another clip applier. Information from customer email translation: maybe it's the law of series, but once again we have a faulty ca500 clip applicator. It only delivered 2 clips instead of the possible 20. Patient status: no patient injury has been reported. Intervention: device replacement.